Event description:
A customer contacted global technical services (gts) regarding a connection issue that occured on the home choice (hc) during drain 3 of 5. The home patient (hp) accidentally disconnected. The caregiver (cg) stated that the patient line was not properly attached to the transfer set and became disconnected. The tsr advised her to call the rn in the next 24 hours and let her know what happened. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient's caregiver and she said the transfers set came undone because it was not screwed on tight enough to the patient line. There was nothing wrong with the supplies she said. Since then the patient has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). Per baxter labeling, users are instructed use proper connection technique by twisting the spike/luer clockwise onto the connector until firmly secured. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. The cassette was not returned and the lot number is unknown, therefore a device analysis cannot be completed.